Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed during the prime process. Customer stated that the insulin pump is not priming. The blood glucose reading is 266 mg/dl. Customer treated with manual injections. Customer unable to exit the prime loop. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.